Event description:
It was reported that when the patient was in the hospital for the pump implant procedure, the hospital lost the pump medication. The hospital was supposed to fill the pump with morphine but put dilaudid in instead. They couldn't find the morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).